Manufacturer narrative:
The device was received with the cannula deployed and the needle was observed to be exposed past the needle well and was slightly bent. The pink slide insert was visible in the viewing window and the linkage assembly was in the deployed position. The distal tip of the soft cannula was observed to be damaged, however fluid was able to flow through the fluid path. Upon opening the device, the formed needle was not seated in the slide retract and the slide retract was observed to be damaged. During investigation, the hard cannula was manually seated in the slide retract to reset the needle mechanism. The needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism and caused the hard cannula to be dislodged from the slide retract, replicating the original issue. The device generated an 0x1c alarm, indicating the device had reached expiration time. It was confirmed that the device ran for 80 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The pod was worn between 4 and 24 hours.